Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. While advancing a taxus liberte' 3.5x16mm stent to treat an unspecified lesion the distal portion became lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is reported as "good".